Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that the patient developed a rash on the left side of his body that extended from his left arm pit all the way down to his hip. The irritation was described as a "prickly heat rash". It was reported that the patient had a similar rash before wearing the lifevest. The patient was told he had contact dermatitis. The patient's doctor gave him a cream and steroids and instructed the patient to not wear the device anymore as he would be monitored until receiving an ICD. Follow-up indicated that the skin condition had been improving.